Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture and intermittent high out of range pace impedance measurements greater than 2,000 ohms. Per warranty validation and lead registration form, the device was explanted due to normal battery depletion, and the lv lead remains in service. It was noted that the intermittent high out of range impedance measurements continue to occur with the replacement device. No additional adverse patient effects were reported.